Manufacturer narrative:
Concomitant medical products: dtmb1qq, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was spinning the generator in the pocket, and as a result the left ventricular (lv) lead, right atrial (ra) lead and right ventricular (rv) lead pulled back and all three leads exhibited high thresholds and no capture. The lv lead, ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.